Event description:
It was reported that when the device was used during a laparoscopic gastric bypass, on the second firing, it released staples on the right side of the cut line but not on the other. The orange drivers have been pushed forward on the right side. The surgeon oversewed that area. There was no pt consequence.